Event description:
Facility received notice of a complaint alleging injury from hill-rom in 2008. Facility is a contract manufacturer for hill-rom for the primeaire ars mattress for careassist. The careassist mattress is marketed by hill-rom with the careassist bed. Hill-rom is performing the investigation for the careassist bed system relative to this complaint.